Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement was achieved with three prostyle devices using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sheath was upsized to a 20f sheath and the tavr procedure was completed. Reportedly post procedure, knot locks occurred with all three devices. The prostyle sutures were removed and manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. Unused devices from the same lot were returned and tested. No abnormalities were noted with knot advancement. The root cause of the reported failure to advance knot is undetermined. The subsequent treatment is due to the circumstances of the procedure. Factors that may contribute to difficulty during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early, excessive suture tension, pulling the incorrect rail or premature pull of the incorrect rail during preclose either by use error or inadvertent pull through tavr. Additionally, the suture trimmer may have had an unknown quality issue, however, the device were not returned for analysis and there were no related manufacturing issues. Preclose was successful indicating the suture threaded correctly through the knot and also indicating the slip fit condition existed which would allow for knot advancement. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.